Manufacturer narrative:
Unit received with partially broken off piece at the reservoir tube lip and retainer. Unable to perform displacement test due to physical damage. Unit received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that reservoir and top of pump was broken off. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that reservoir is able to lock in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.